Event description:
A ventilator was returned to the manufacturer as part of the foam replacement field action. During the evaluation of the device at the manufacturer's service center, an error code related to cell undervoltage was observed. The device was repaired to address the issue and returned.